Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "a problem with part (no blood return).¿

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "a problem with part (no blood return). ¿

Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-18. H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.